Event description:
Oncall: pt reporting that her cadd legacy pump sn (B)(4) is alarming and beeping multiple times. Asked pt if she was leaning against the pump or placing too much pressure on the cassette. Pt states that she has not. She further explained it was alarming non disposable clamp. Tried to troubleshoot. Advised pt to switch over to other pump. Pt v/u. Pharmacy will courier another pump. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Dose or amount: 22nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.